Manufacturer narrative:
Initial and final MDR 1874920 - MDR - device 4 of 7.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On 16-jan-2024, it was reported that patient faced seven infusion set cannula bent events. The events occured after 3 or more hours of insertion.the infusion sets had been used for less than a day. The insertion site was at the side of the abdomen and lower back. The blood glucose level was 300 - 350 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.